Event description:
It was reported that the patient experienced inadequate stimulation from their spinal cord stimulation (scs) system. The patients' programs were optimized however the issue persisted. Imaging was performed which revealed the paddle lead migrated out of the epidural space and folded back on itself. The patient underwent a revision procedure in which the paddle lead was replaced. There were no patient complications. The patient is doing well postoperatively and reported good pain coverage.

Manufacturer narrative:
Visual inspection of the returned lead revealed that the lead was cleanly cut into five pieces, and four of the proximal ends of the leads were not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. A labeling review was conducted and determined that the reported event of lead migration and inadequate stimulation are known inherent risks associated with implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation from their spinal cord stimulation (scs) system. The patients' programs were optimized however the issue persisted. Imaging was performed which revealed the paddle lead migrated out of the epidural space and folded back on itself. The patient underwent a revision procedure in which the paddle lead was replaced. There were no patient complications. The patient is doing well postoperatively and reported good pain coverage.